Event description:
Ongoing difficulty with ICU medical/"jelco" brand peripheral intravenous catheters, poor blood return/"flashback", patient complaint of pain at site, multiple attempts to start IV, requires 2 hands for insertion. This is the central theme we are tracking and trending for [redacted] hospital with approximately 50 events reported by various experienced nurses across multiple departments (ER, med/surg, l&d [labor and delivery], atu [admission transfer unit]).